Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this tissue with the customer over the phone and recommended to replace the breath delivery unit (bdu) cpu pcb. Covidien was not authorized to service the device.